Event description:
Reporter alleged blood glucose from customers' meter read 360 mg/dl compared to the nurses' meter reading of 150 mg/dl when testing was performed one immediately after the other. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.